Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders were not crossing over from meditech to the pyxis stations since sometime before midnight. The customer stated that nurses were unable to pull orders from the stations due to this issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, and device manufacture date not available. Upon investigation of the actual device involved in the incident, it was determined that the issue was server-side and there were no issues with the stations. The technical support specialist (tss) identified that the order issue was caused by invalid order stop times being sent to the es server. This occurred because dose now handling was enabled and the enddatetime offset was set to two hours in the carefusion coordination engine (cce), resulting in incorrect timing data being transmitted. The system functioned as intended after the technical support specialist troubleshot the device.